Manufacturer narrative:
Citation: elena dipietro et al. Long-term clinical efficacy of transfemoral transcatheter aortic valve implantation with three different platforms. Cardiovasc revasc med. Feb 18:s1553-8389(25)00027-2. 2025. 10.1016/j.carrev.2025.01.014. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding long-term clinical efficacy of transfemoral transcatheter aortic valve implantation with three different platforms. The study population included 383 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturer¿s devices were implanted in the study population; 134 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: severe structural valve dysfunction, stroke, major vascular or bleeding complication, arrhythmia requiring permanent pacemaker implant, myocardial infarction, mild to moderate paravalvular regurgitation, coronary occlusion, acute kidney injury, and congestive heart failure requiring hospitalization. One patient who received an evolut pro valve was noted with severe structural valve dysfunction and high gradients of 30 mmhg at three years post-implant. The patient received medical therapy and died a non-cardiac death at 3.9 years post-implant. No further information was provided on this event or on medtronic products in general.